Event description:
It was reported that an asymptomatic patient presented for a generator change due to normal eri. During the procedure the lead was found to be stuck in the header. The svc coil set screw was stripped and would not loosen. Attempts with multiple wrenches were unsuccessful. The physician elected to cut the header. The svc coil was capped. Rv coil remained implanted and active as single coil shock configuration. The patient did not suffer any complications.

Manufacturer narrative:
The header was damaged prior received for analysis. A piece of lead was stuck in the svc port. Rv and svc septa were removed and the setscrews were stripped. It was unable to rotate the setscrew because it was stripped. The cause of the stripped setscrew was not determined but probably due to due to the debris of silicone that filled the setscrew cavity and extra force was being used to loosen the setscrew at explant. The damage probably occurred at explant.